Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: in the received screwdriver, the shaft of the screwdriver found broken from its proximal end inside the hollow head of the screwdriver where it was fixed. The proximal end of the shaft is having deformation near the breakage area which points towards a ductile failure. The microscopic view of the broken surface also shows characteristics of ductile overload failure where the applied force causes first a permanent distortion of the material with subsequent fracture. Further the device looks very old and intensively used as indicated by discoloration and wear marks on the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by applying too much force onto the screwdriver during the described turning of the compression screw. In this relation following statement of the t2 humeral nailing system operative technique can be pointed out: ¿the short tissue protection sleeve is removed and the compression screw is gently tightened utilizing the two-finger technique." If more information is provided, the case will be reassessed.

Event description:
As reported: driver broken while performing compression with compression screwdriver. A second screwdriver was used and procedure was completed successfully".

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: driver broken while performing compression with compression screwdriver. A second screwdriver was used and procedure was completed successfully".